Manufacturer narrative:
(B)(6) 2022, the consumer left a comment on facebook stating they received two false negative results. The consumer did not provide a lot number or other product information. Please refer to MDR# 3004142665-2022-0037 for the other false negative submission.

Event description:
Consumer left a comment on facebook on (B)(6) 2022 stating the following: "unfortunately these home test are not always accurate took 2 said negative went to doctor got positive in 2 days"

Manufacturer narrative:
10/12/2022- the consumer left a comment on facebook stating they received two false negative results. The consumer did not provide a lot number or other product information. Please refer to MDR# 3004142665-2022-0037 for the other false negative submission. Updated the facebook comment date in section b5 from 10/18/2022 to 10/12/2022. No additional follow up is to be expected with the complaint file, and the incident will be closed internally.

Event description:
Consumer left a comment on facebook on 10/12/2022 stating the following: "unfortunately these home test are not always accurate took 2 said negative went to doctor got positive in 2 days".